Manufacturer narrative:
Follow-up # 1 date of submission 1/21/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads traveling down to the case seal and below the bumper at the case seal. Unrelated to the initial complaint, the keypad was peeling up from the ok button. All the buttons were responsive and no contamination was found. Also unrelated to the initial complaint, the bolus button was found punctured and torn but was responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.